Event description:
It was reported that the ground lug on the power plug of the workstation on the 9800 system was broken off. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the connector plug on the power cord. The system was tested and found to be working as intended, and placed back into service.